Manufacturer narrative:
Qn#(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. Part number reported is not being manufactured currently, however, a variant device from the same family was use for testing. Samples (125) were taken from the current production and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no updated is required. The actual device sample is needed for a proper and thorough investigation. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. (Continued) other remarks: if the device becomes available, this report will be updated with the evaluation results. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges the endotracheal tube adaptor became dislodged after a period of time.

Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the endotracheal tube adaptor became dislodged after a period of time.